Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported a kink in the locator on the involved angio-seal device. The following information was provided by the user facility: the locator was not inserted into the sheath due to the locator having a kink; the device was not used; the device was replaced by a new angio-seal device from a different lot and was used without incident; and there was no reported health damage to the patient.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history record. A search of the compliant handling database confirmed there has been one similar report for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Based on the investigation, it is unlikely that the report issue occurred during the manufacturing process. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.